Event description:
Journal reference: gill, et al. "Deep brain stimulation for parkinson's disease: the vanderbilt university medical center experience 1998-2004" tennessee medicine; 2007; 100: p 45-47. The article presents study results describing the outcomes and adverse event rates from patients followed for an average of 22 months. The patients, all with advanced parkinsons disease, were being treated with unilateral or bilateral deep brain stimulation of the stn. A number of neurostimulation patient complications were reported. Reportable event(s): four patients experienced stimulator infections and unspecified complications (soletra or itrel ii ipgs n=4). No information on treatment and outcome was provided. The article did not specify if the pts system was unilateral or bilateral.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article.